Event description:
It was reported that during preparation, the console does not start when turning the key. A case was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.